Event description:
On three different days, the patient had an estimated blood loss of 152 ml when the content of the extracorporeal circuit was not returned following air in the access line. The patient¿s hgb dropped from 10.5 g/dl to 9.3 g/dl and the patient was transfused with a unit of packed cells. The information provided is limited; it appears the catheter was removed as a result of a cracked catheter. It was reported that there was not a visible crack of the catheter.

Manufacturer narrative:
The device history record for the gamcath gdhk-1315 with lot number 2013-10-1910 shows that the catheter was manufactured in accordance to specifications. The complaint history did not show any similar complaint for the used lot number from other hospitals. Return of device requested.

Manufacturer narrative:
Within the technical investigation it can be confirmed that the catheter is not cracked and shows no leakage. No malfunction is noticeable. The visual inspection indicates some marks and deformations on the outer surface from the connector grips. This may be a result of the usage of metal clamps or other instruments used for opening and closing the connectors. The off label use of the combi stopper may also be a factor in the reported complaint. The device history record for the gamcath gdhk-1315 with lot number 2013-10-1910 shows that the catheter was manufactured in accordance to specifications. The complaint history did not show any similar complaint for the used lot number from other hospitals.